Event description:
We have recorded an incident whilst using st-2 soehendra tannenbaum billary stent ref ttso08.5-9, g22296 here at (B)(6) hospitals, (B)(6) hospital during ercp. The sheath of the stent somehow got pushed into the scope and they couldn't get it out (pr (B)(4)).the scope was put to one side but accidently got taken to the decontamination unit (pr (B)(4)). The scope was reprocessed without any issue. It was used on another patient who had a biopsy taken without any issue, reprocessed again (pr (B)(4)). Then it was used on a third patient who was also having one of these same stents inserted and the sheath was pushed out of the scope (pr (B)(4)). Actions are being taken at our hospitals due to this incident, although the risk to patients is seen as very low due to the decontamination process but this may go to mhra.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-may-2024.

Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file is related to the additional complaints (B)(4) which were opened as a result of this file; (B)(4) : use error situation: device reuse on 2nd patient. (B)(4): use error situation: device reuse on 3rd patient. (B)(4): sheath of the stent somehow got pushed into the scope and they couldn't get it out. Manufacturing records: prior to distribution, all ttso-8.5-9 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and label: the instructions for use (ifu0045), which accompanies this device instructs the user, "this device is intended for single use only. Attempts to reprocess, resterilize, and/or resuse may lead to device failure and/or transmission of disease." And "upon completion of procedure, dispose of introducer components per institutional guidelines for biohazard medical waste" there is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045) image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error of failing to dispose of the device in the correct manner . As per the instructions for use, the device and any components associated with it should be disposed of in accordance with the biohazard medical waste guidelines as per ifu0045. As per the information reported, the scope was accidently put to one side and then taken to the decontamination unit. Despite several requests being made to the customer for the additional questions to be answered, this information has not yet been forthcoming. If it is received at a later date then the investigation will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, use error of device not being disposed of correctly. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient outcome is unknown. Investigation findings conclude that a definitive root cause could be attributed to user error of failing to dispose of the device in the correct manner . As per the instructions for use, the device and any components associated with it should be disposed of in accordance with the biohazard medical waste guidelines as per ifu0045. As per the information reported, the scope was accidently put to one side and then taken to the decontamination unit.